Event description:
Additional information was received from the neurologist's office indicating that the patient had a follow up appointment on (B)(6) 2011, after being implanted with vns on (B)(6) 2011, and the patient reported that her child bumped the implant site. The site at that time was noted to be without signs of symptoms of an infection. On the next follow up visit, the patient reported two weeks of drainage at the implant site. She was then referred back to the surgeon at that time. On (B)(6) 2012, conservative treatment did not help the wound debridement of the left anterior chest wall (generator area) with the surgeon. On (B)(6) 2012, the patient had her vns explanted because the wound did not heal. No additional information was provided.

Event description:
It was reported that a vns patient was having fluid drained from around the vns implant site on (B)(6) 2012, but this was the only procedure being performed. It is unclear if the fluid was being drained from both the generator and electrode sites. No additional information was provided. The patient had vns implanted on (B)(6) 2011, and system diagnostics following implant surgery were performed without error. Attempts for additional information from the neurologist and surgeon have been unsuccessful to date.

Event description:
Attempts for additional information from the treating physician and surgeon have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Date of event, corrected data: with the additional information reported in supplemental report #2, the exact event date is unknown, but the infection was observed sometime in 2012.